Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 crts 3945186 (con): *** omitted information regarding 703497977 low ins msg,reading issue*** information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the therapy didn¿t work for the patient. They had five programs and the patient either felt nothing or the implantable neurostimulator (ins) ¿shocked the hell out of her. The patient stated that she was getting no pain relief and the trial was very successful, but since she¿s had the ins, she's had terrible issues with restless leg syndrome. It was also reported that the patient¿s pain was the same, if not worse than after the trial. The patient also stated that their healthcare professional (hcp) wouldn¿t prescribe them medication and the hcp hasn¿t ¿given a crap¿ about them. The patient had been reprogrammed five times and the lead was in the correct spot. At the time of the call, the stimulation was turned off because it was shocking her and when the patient got out their controller, they noted that she turns s tim off because any other setting would shock her. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to continue working on the therapy issue and keep stim off. There were no further complications reported or anticipated. (B)(6) 2019 _e1 (hcp, rep): additional information was received from the rep who reported they confirmed the information with the doctor. They reported they were not made aware of a shocking issue. They were still attempting to optimize the patient's therapy after the implant, but the patient was unwilling to cooperate with the guidance provided by the rep and the doctor nor were they utilizing the therapy consistently. The patient had met with the rep two times, and the rep reported they provided guidance and education to the patient both times. No further complications were reported or anticipated.